Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient developed worsening kidney function likely attributed to vancomycin superimposed onto marginal cardiac infection. The patient was placed on hemodialysis. It was reported that the patient's condition was resolved. The device was not returned to the manufacturer for evaluation as it remains implanted. Infection and renal dysfunction are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the united states on (B)(6) 2014 that a (B)(6) female patient developed worsening kidney function during a hospital admission. It was reported by the implanting center that the renal dysfunction was likely attributed to vancomycin superimposed onto marginal cardiac infection. This manifested as severe elevation in creatinine and blood urea nitrogen (bun) with clinically evident lower extremity and abdominal edema. It was reported that a member of the renal service was consulted who did not recommend dialysis at that time. The patient's creatinine was 4.3mg/dl and bun was 109mg/dl which required that initiation of hemodialysis on (B)(6) 2014. The patient was prescribed toresmide at this time. The event was considered resolved when the patient no longer required hemodialysis on (B)(6) 2014. The patient's creatinine was 1.96mg/dl and bun was 19mg/dl. The pump remains implanted in the patient and will not be returned to the manufacturer for analysis.